Event description:
A report was received that the patient's scs had a malfunction. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's explant procedure was due to needing magnetic resonance imaging. No device malfunction was suspected.

Event description:
A report was received that the patient's scs had a malfunction. The patient will undergo an explant procedure.